Event description:
It was reported that the patient had his artificial urinary sphincter that was originally implanted 5 years ago, removed as the patient's incontinence returned about 6 months ago due to atrophy. The physician resized the patient and implanted a new artificial urinary sphincter cuff in a slightly different location where the tissue wasn't damaged, as well as a new pump and balloon.